Event description:
Pt reported concerns about inaccurate dosing of insulin due to infusion device problems. Pt needed hospitalization due to hypoglycemic coma. No further info available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.